Manufacturer narrative:
H3: as reported, approximately 17 months postop the initial implant, this 68 y/o female patient had a revision due to instability and the surgeon upsized to 15mm insert. Patient was last known to be in stable condition following the event. Device not returning, hospital disposed of it. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Manufacturer narrative:
Concomitant medical products: lgc tibial fit tray cem sz 1.5f / 2.5t (cat# 02-012-45-1525 / serial# (B)(4)). Logic tib insert impl crc, sz 1.5, 11mm (cat# 02-012-51-1511 / serial# (B)(4)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial# (B)(4)). Threaded pin size 2.3 collared 2pk (cat# 521-78-23 / serial# (B)(4)). Holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4)). Threaded pin size 3.0 collarless 2pk (cat# 521-78-32 / serial# (B)(4)). 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 17 months postop the initial implant, this (B)(6) y/o female patient had a revision due to instability and the surgeon upsized to 15mm insert. Patient was last known to be in stable condition following the event. Device not returning, hospital disposed of it.